Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during meniscus surgery, the suture broke when the knot was performed. It is unknown if there was a delay in the case or if a backup device was available. Patient injury was not reported.

Event description:
It was reported that during meniscus surgery, the suture broke when the knot was performed. Both t's and broke suture were removed. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported.

Manufacturer narrative:
One ultra-fast-fix needle delivery system device returned. The complaint stated: ¿the suture broke when the knot was performed.¿ the protective blue split protective cannula was not returned. T1, t2 and suture were not returned. The white depth/penetration limiter was returned trimmed just slightly short; just shy of the blue green sheath. The manual advancement lever was returned fully advanced. The delivery curve was partially flattened. Instructions for use warnings states: ¿do not bend delivery needle.¿ inadvertent needle twist or bend can interfere with proper delivery of anchors. Do not use sharp instruments to manage or control the suture. Advancement of anchors, release and stripping off are user controlled actions on this product. No root cause related to the manufacture of the device was confirmed.